Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that prior to using bd vacutainer® 9nc 0.129m plus blood collection tubes, 3 packs were found to have no label. No patient impact reported. The following information was provided by the initial reporter: "upon redressing of the shipment received last july 29, 2023 , an issue was found. No label sticker (3packs)."

Event description:
It was reported that prior to using bd vacutainer® 9nc 0.129m plus blood collection tubes, 3 packs were found to have no label. No patient impact reported. The following information was provided by the initial reporter: "upon redressing of the shipment received last july 29, 2023 , an issue was found. No label sticker (3packs)."

Manufacturer narrative:
H.6. Investigation summary: material #: 363080. Lot/batch #: 3111755. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for missing label was observed. Additionally a retention shelf pack was visually inspected and no issues were found. The retention shelf pack does have the correct shelf pack label adhered to the side. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing label. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.